Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated. The elective replacement indicator (eri) was recorded on (B)(4) 2011. Analysis also revealed a resistance/impedance increase. The atrial lead impedance measured open as of (B)(4) 2010 and the ventricular lead impedance measured open as of (B)(4) 2010.

Event description:
It was reported that there was undefined high impedance on both leads, in both unipolar and bipolar modes. It was also noted that the device was at elective replacement indicator (eri) battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.